Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 145 mg/dl.